Event description:
It was reported that: the catheter bent and deformed during insertion. Another catheter was used successfully. There were no clinical consequences for the patients. No medical interventions needed."

Manufacturer narrative:
(B)(4). The reported complaint of the catheter "bent" could not be determined based on the investigation of the sample received. The customer returned two epidural needles and a lidstock. No epidural catheter was returned. Visual examination of the returned sample revealed both needles appeared to be bent. For both needles, the cannula was bent at the top near where it connects to the needle's hub. A device history record review was performed on the epidural catheter and epidural needle with no relevant findings. Therefore, based on the information provided and the condition of the sample received, the potential cause of this complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: the catheter bent and deformed during insertion. Another catheter was used successfully. There were no clinical consequences for the patients. No medical interventions needed."